Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with a dislodged right atrial lead. The lead was explanted and replaced. There were no patient consequences.